Event description:
An implantable pulse generator (ipg) system was returned from the roswell funeral home with no information. Information identified in the manufacture¿s data base indicated the patient died approximately 10 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the roswell funeral home and physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).